Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture and capsular contracture, baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported a left side rupture and capsular contracture, baker grade iii. The device remains implanted.

Manufacturer narrative:
Additional data: b.5., d.7., d.10., g.1., g.3. H.3., h.6. Device evaluation: visual analysis of the returned device identified: weight to the spec, crease flat, deformation. No openings observed in the device. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Device has been explanted.